Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ bulk, non-sterile needle had ¿free particles¿. It was identified after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: a photo was available for evaluation by the manufacturing plant. A quality engineer was able to review the provided photo and determined that there was lube gel on the cannula thus verifying the reported issue. Lube gel occurs when there is excess silicone applied to the needle. A device history record was performed on the reported batch and found zero defects recorded during production. DHR review: one-hundred four visual inspections were performed on (B)(4) parts with zero defects noted. Cleaning was performed 12 times during the production of this batch per (B)(4). Qn review: no notifications were written for this batch. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Preventive maintenance, calibration, or equipment not directly involved with manufacturing did not influence the defect.